Manufacturer narrative:
No motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test due to broken motor slide tip. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that the piston fell out. The customer¿s blood glucose level was unknown. The customer stated that they were sending bolus from glucometer with no reservoir in it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.